Event description:
It was reported that during a vats procedure, at the moment to remove the bag, it broke. The bag could be removed correctly. Later, a new one was used. There was no delay to procedure, no fragments were generated, and surgery was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.